Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 20.0 mmol/l at the time of incident. Customer stated they were having symptoms such as nausea and vomiting. Current blood glucose level was 7.0 mmol/l. The customer was not ok with troubleshooting. Customer stated that the auto mode feature was not active at the time of high blood glucose event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.